Event description:
Per the clinic, the patient developed a chronic infection at the implant site, the patient was treated with oral and local antibiotics (types and dosage not reported); symptoms have not resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.